Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2026-00044 under a different suspect device. A complaint investigation was conducted for the architect i2000sr, serial number (B)(6) to address the customer¿s observation of falsely elevated results. When troubleshooting the issue, the field service representative (fsr) swapped multiple manifold units resolving the issue. The valve, manifold kit (rohs) was deemed the cause of the issue. The service history of the (B)(6) found no additional complaints for false elevated total psa patient results. A review of tracking and trending did not identify any trends regarding the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated architect total psa results generated on the architect i2000sr processing module for one patient. The following data was provided:sid unknown, initial psa result was 6.18, repeated 0.11. No impact to patient management was reported.